Manufacturer narrative:
(B)(4).

Event description:
As a 23mm trifecta valve was removed from its packaging and prepped for implant on (B)(6) 2016, the physician observed what appeared to be a deformed cusp; however, he elected to implant the valve. After monitoring the patient's clinical status, there was concern with ongoing coaptation issues and the physician explanted the 23mm valve. A 21mm trifecta valve was implanted and an aortic root reduction was performed to accommodate the smaller 21 mm valve. The facility did not have a 23mm valve available at the time of reoperation. The total ischemic time was 2 hours 20 minutes. Initially, the patient was transferred to the coronary intensive care unit and remained intubated. Additional information received on 03 february 2016, reported the patient was stable and extubated.

Manufacturer narrative:
The results of this investigation concluded a portion of the stent base adjacent to stent post 1 was bent upward and inward. As a result, stent post 1 was slanted inward, and cusps 1 and 3 were sunken. No evidence was found to suggest there was an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. Per the trifecta valve instructions for use, the titanium stent is not designed as a flexible stent, and deformation of the stent may impair valve function. The cause of the reported event remains unknown.